Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. The fiber condition would likely result in activation of the system fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. The fiber/cap condition may also result in a forward firing condition. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.

Event description:
It was reported that during a prostate procedure, a fiberlife message was rec'd and the fiber tip was noticed to be damaged. The case was completed using a new fiber w/o further issue. There was no report of injury.